Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device interrogation, the battery life on the pacemaker was less than expected. Review found it was using over 300 percent power consumption. Engineering analysis confirmed that the pacemaker's power consumption had been increasing over the last year and would be expected to continue to increase. Explant was recommended. The physician noted that due to the patient's age, they would prefer not to perform a replacement procedure if possible. At this time the pacemaker remains in service and no adverse patient effects were reported.